Event description:
A report was received that the patient was experiencing shocking sensation and a sharp pain in her back where the leads were whenever the stimulator was turned on. The physician thought it¿s device related since the pain happened when the scs was turned on. It was also reported that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing shocking sensation and a sharp pain in her back where the leads were whenever the stimulator was turned on. The physician thought it¿s device related since the pain happened when the scs was turned on. It was also reported that the patient was experiencing difficulty charging the ipg. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg and lead were replaced. The physician did not suspect device malfunction. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.